Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that he had a rash on his back. The patient reported that, per his doctor's orders, he was not wearing the lifevest due to the rash. Follow-up indicated that the rash was healing.